Event description:
The customer reported the following blood glucose history for (B)(6) 2013: time: 1:28 am, blood glucose: "high" (>500 mg/dl); 3:01 am, 24.3 mmol/l (438 mg/dl); 5:20 am, 24.7 mmol/l (445 mg/dl). At 8:00 am, with a blood glucose result of 27 mmol/l (468 mg/dl), the customer deactivated the pod and gave herself a manual injection of 14 units to bring her blood glucose level down. She stated that when she activated the pod, she heard it "click" as normal, but when she removed the pod, the cannula was bent under the adhesive.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and, "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."